Event description:
The reporter indicated that the vns system (generator and lead) were explanted due to an infection. Preoperative and intraoperative antibiotics were administered. The length of the implant procedure was approx 2 hours. Vns stimulation was never activated. Swab culture was performed and was positive for staph aureus at both the generator and lead incision sites. The pt was hospitalized for treatment of the infection. It was reported that the pt may have irritated/scratched at the incision site. The pt is developmentally delayed. The infection has resolved. The cause of the infection was likely due to the implant surgery. Report is incomplete because the device implant card has not been received from the implanting hosp.

Event description:
Further follow-up revealed that in 2005, a new vns system was implanted in the pt. No further complications have been reported to the manufacturer. Review of manufacturing records for the generator confirmed sterilization. Three attempts to obtain the model and serial number of the lead from the hospital have been unsuccessful. The cause of the reported infection was likely due to the implant surgery.